Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing threshold and was dislodged. There was no intervention made as of this time. The lead remains in service. No adverse patient effects were reported.